Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was reported that the patient was discharged from the hospital after approximately a week. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in an undisclosed location. According to the report, the patient was asymptomatic and feeling well while watching tv. At some point, the patient experienced a fall that resulted in a broken hip. There was no mention of bg or cgm reading at that time. While being transported to the hospital in an ambulance, the bg was 110 mg/dl while the cgm was 350 mg/dl. Upon arrival at the hospital, the bg had dropped to 37 mg/dl with no mention of the cgm readings. The treatment for hypoglycemia was not documented. The patient reported inaccuracies continued the entire duration of his hospital stay. Of note, the patient uses a tandem pump. There was no documentation of further medical evaluation or intervention. At the time of the call, the patient was in good condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - impact code - f1005 overdose.